Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2020-01522, 3006705815-2020-01524. It was reported both of the patient's leads had migrated. It was noted the patient lost effective coverage. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which both leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which leads remained implanted in the patient during this event, so all three potential implanted leads are being reported.